Event description:
A doctor reported that a memory lens implanted in 2000 in a patient's left eye was diagnosed as opacified in 2002. The lens was explanted and replaced in 2003 with the patient's visual acuity reported as .63 os, no complications noted and prognosis indicated as good. No further information is available at the time of this report.